Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient is about to get a pain pump implant and they asked the doctor to replace her implanted neurostimulators since it was implanted in 2018. Caller also mentioned that pt has been having overstimulation with their scs therapy since implant in 2018. Caller was hoping that pt would get an inceptiv ins that would help deal with overstimulation issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.